Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va11h1t, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va11h1t, ubd: 07-nov-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported they had the current device place on (B)(6) 2018 and ever since they had nothing but problems. The patient noted they followed up a few times after the surgery and then followed up with their healthcare professional (hcp). The patient stated one of their leads was definitely misplaced as they could feel it through the skin, and it was actually shaped like an ¿s¿ and they could feel all curvatures. The patient stated the depending on the certain way they sat they got shocked in their female region that literally made them jump due to the intensity. The patient noted it had affected their bowel movements as one of the leads must be placed in the wrong spot. The patient noted whenever they bared down the pain was so bad that sometimes they passed out. The patient noted originally, they got the device in 2014 and had no problems. The patient stated the originally hcp that did the implant went out on maternity leave and never returned, therefore when they had to have it replaced they found a new hcp. The patient noted it had been a nightmare ever since and needed to be redone, they just didn¿t know where to go. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va11h1t, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there were no circumstances that led to the shocking and that it had being so since it was done; the patient had changed settings and it still continued. The patient had followed-up with their doctor and primary care doctor, but the patient continued to pass out with bowel movements. It was noted that the doctor said everything was fine; no tests were done to confirm and it was just an office visit. The event had not been resolved, and the patient thought it needed to be replaced, but they were afraid to have the same doctor re-do it and they needed recommendations for a new doctor. No further complications were reported/anticipated.